Manufacturer narrative:
Pump received with missing segments/partial display. Unable to perform the displacement test, sleep current test, active current test or self test due to missing segments/partial display. Unable to download history files and traces using thump due to missing segments/partial display. Pump was cut open to perform visual inspection and found cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing segments (lcd), cracked glass, bleeding, battery tube threads - cracked, label damage (faded), cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, and pillowing keypad overlay. Missing segments/partial display confirmed during analysis due to cracked lcd glass. Customer concern for label damage confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported display was blurry and partial display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for display issues. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.